Event description:
It was reported that the circ lesion was interrogated after an lad. Anatomy was considered straight forward. It was reported that the pressure guidewire auto zeroed and was inserted into the pt's body; however, the physician said that the pressure guidewire would not normalize. The physician removed the pressure guidewire from the pt. A new pressure guidewire (from the same manufacturer) was used to complete the procedure. There was no report of pt injury. It was reported that as far as known by the hospital staff, the pt was released from the hospital according to the original treatment plan. The device was returned to the manufacturer for evaluation and it was observed that the distal part of the pressure sensor was missing.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was returned to the manufacturer in damaged condition. The hypotube was kinked at multiple locations; and the distal part of the pressure sensor was missing. Functional test was performed and the wire was not recognized and could not zero. The "attach wire to connector" message was displayed indicating a signal failure which is likely due to the missing distal part of the pressure sensor. The pressure sensor is fabricated from (B)(4) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. In the event that a portion of the sensor were left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported by the user. The IFU precaution statements indicate "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." This event is being reported as it is not possible to determine when the pressure sensor became separated. No further action is required.